Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected) product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. He stated that he was not the implanting surgeon and does not know the reason for the refractive surprise; but believes it may be due to the pt's past history of rk (radial keratotomy) prior to having the implant surgery. He stated that there was no issue with the iol. He reported that he continues to monitor the pt to correct the refractive surprise. The reporter was unable to provide contact info for the implanting surgeon; therefore, no follow-up could be done. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 04/24/2010 and 05/03/2010 by phone, fax, and mail. Add'l info was obtained by phone. A completed questionnaire has not been rec'd. No further info is expected. (B) (4). (B) (4). (B) (4).